Event description:
It was reported that "a child had a holter monitor on for less than 48 hours. Using 1650-005, at 4 locations, blisters developed, now they appear to be scar tissue. Child is to be seen by a dermatologist."

Manufacturer narrative:
Preliminary report from user facility stated that a child had a holter monitor on for less than 48 hours. All 4 sites, blisters developed and now they appear to be skin tissue. Child was going to see a dermatologist. We are in the process of obtaining additional info from facility.